Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was not functioning. The patient was also without stimulation. A company representative confirmed the ipg was inoperable. Consequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored following the procedure. The patient's stimulation settings have been requested but are unavailable at this time.